Event description:
It was reported that, during debridement, when trying to put the handpiece in the versajet ii console it was unable to turn the key. The inlet port was broken, twisted inside. The device could not be used at all. The surgeon debrided manually and completed the procedure, after a significant delay. No other injuries were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could cause or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over 18 months, but no similar events for the serial number based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that there are no prior escalated actions related to this part number and failure mode. A factor that could contribute to the reported event include saline deposits build up inside the unique interlock, if not removed it can degrade it due to corrosion, making the insertion, turn and removal of the key difficult. Besides, damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. It is recommended that all reusable devices be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the device failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during debridement, when trying to put the handpiece in the versajet ii console it was unable to turn the key. The device could not be used at all. The surgeon debrided manually and completed the procedure, after a significant delay. No other injuries were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).